Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubble. The customer's blood glucose level was 380 mg/dl. The customer stated that the top of the reservoir and couple more down further than that and another one half way down. The customer was advised to check for leaks at the p-cap connection, infusion set tubing and reservoir. The insulin pump will not be returned for analysis.